Event description:
Potential for injury associated with a 6291 walker that is wobbly and caused the user to fall. The user was not injured; however, paramedics were called to assist the user off the floor.